Event description:
Inability to remove foley catheter. Attempts made to inflate balloon and pop it with some success, however, the balloon after 120cc had been instilled, broke free and was left in the bladder. Emergency cystoscopy for removal of balloon.